Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity/other spasticity. The patient's history included "nerve ending pain." On (B)(6) 2012 it was reported that one to two years after implant, the patient had kidney problems ("kidneys grow strange bacteria") and urinary type problem necessitating a urinary catheter. It was unknown if the issues were related to the infusion system. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the pump was explanted on (B)(6) 2012. The cause for the kidney/urinary symptoms that required the indwelling catheter was reported as the patient had been catheter dependent since t2 spinal stroke in 1982. It was reported that the symptoms were not related to the device system. It was unknown if the symptoms were related to the drugs being infused through the pump.